Event description:
It was reported that when using the bd pyxis¿ es server disconnected icon was displayed on the screen, and all users were unable to log in to the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.